Event description:
It was reported that occlusion alarms occurred that caused the customer's blood glucose level displayed as ¿high¿; however, a specific value was not provided. As a result, the customer took corrective actions by administering a correction bolus via the pump and multiple daily injections. Technical support provided additional instructions to address the issue and ultimately decided to replace the pump, advising the customer on storage mode procedures and return processes. Reportedly, the customer reverted to an alternate method insulin therapy.